Event description:
Edwards received information that this mitral bioprosthetic valve was explanted after five (5) years, eleven (11) months due to stenosis and regurgitation, secondary to restricted leaflet mobility from pannus and calcification. As reported, two (2) leaflets had calcification and pannus which restricted mobility of the leaflets; only one (1) leaflet was moving normally. This was replaced with a 27mm porcine bioprosthesis. There were no reported complications.

Manufacturer narrative:
The explanted device was received at edwards lifesciences and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, minimal to heavy host tissue overgrowth encroached onto the tissue, into the orifice, on the inflow and outflow aspect. Pannus fussed two (2) leaflets at their commissure on the outflow aspect. Calcification may have also contributed to restricted leaflet mobility in this area as well, which led to stenosis. Host tissue around the stent circumference was moderate on the outflow and inflow aspect. The x-ray demonstrated minimal calcification on two (2) leaflets with an intact wireform. The tissue was thickened and swollen on all three (3) leaflets near their respective commissure. Incidental findings: two pledgets were observed on the sewing ring near a commissure. Method: x-ray. Additional manufacturer narrative: the clinical report of calcification, pannus formation, and restricted leaflet mobility could be confirmed as heavy host tissue fused two (2) leaflets, restricting their mobility, leading to stenosis. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. According to literature, pannus typically occurs between 12 months to 5 years. Abnormal or severe pannus growth can eventually affect the function of the valve. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve, as the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.